Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Upon final tightening of the set screws, the tip of this driver broke and got stuck in the set screw. A second driver from the same set was used for the remaining screws and the tip of this second driver also broke and was also stuck in the set screw. The final tightening had to be completed by hand using instrument 279712550 (intermediate tightener x25). The broken screw driver tip remaining stuck in the set screw which is still in the patient.

Manufacturer narrative:
(B)(4). Two (2) mmsi final tightener were returned for evaluation. Visual examination at the macroscopic level revealed that the fracture was located at the driver¿s distal tip. The broken tips were not returned. The optical image of the drivers¿ fractured surfaces revealed plastic deformation at the hex-lobes, indicating torsional overload of the fracture tips. This suggests the fractured tips underwent quasi-static overload torsional shear failures starting at the hex-lobes and extending to the centers of the shafts, the potential fracture termination sites. DHR review identified no issues during the manufacturing and release of these devices that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the tip being broken intra-operatively cannot be determined. However, fracture analysis suggests that fractured surfaces revealed plastic deformation at the hex-lobes, indicating torsional overload of the fracture tips. This suggests the fractured tips underwent quasi-static overload torsional shear failures starting at the hex-lobes and extending to the centers of the shafts, the potential fracture termination sites. Since there has been no issues identified in the manufacturing or release of these devices that could have contributed to the problem reported and no systemic trends requiring immediate actions have been observed, this complaint file will be closed with no further actions required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.